Event description:
The patient was unable to adjust stimulation. The implantable neurostimulator battery was depleted approximately 3 months after implant. The longevity estimate was 24 months given the following parameters. The device was used continuously and programmed to use 1 positive and 1 negative electrode with a rate of 20 hertz, pulse width of 30 microseconds. The amplitude varied from 3 volts at implant to 6 volts and then 8.1 volts for about a week before the battery was depleted. There were no short circuits. All bipolar electrode impedances involving contact #5 were greater than 10,000 ohms; the hcp programmed around this electrode. The device was explanted. A follow-up report will be submitted if additional info becomes available.